Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is currently in process. When the eval has been completed or if additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device generated heat. It is unk that this event did not occur during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.